Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the (B)(4) device was performed and failed. Share data log was reviewed and loss of connection was observed on the issue date. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a loss of connection was confirmed. The root cause was determined to be a failed transmitter.